Manufacturer narrative:
Concomitant medical products: serial # :unk controller catalog # : 1403us. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The instructions for use advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that on (B)(6) 2016, the patient's primary controller dropped on the floor. When it dropped the driveline disconnected from the controller. The patient and their family member reported that the first time it was replaced, it fell out again. They were able to stabilize it in the primary controller the second attempt. The patient came in to the clinic for evaluation. The provider looked at the driveline at the abdomen as well as in the controller and found it to be stable. They looked at alarms and found four vad stop alarms that occurred during the time period post dropping it. There were no further alarms so the patient went home. The driveline cover is not on the driveline since it was taken off during this time. The patient will return to clinic on monday (B)(6). Discussed the driveline cover with the site.

Manufacturer narrative:
(B)(4) were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the log files revealed 2 vad disconnect alarms on (b))(6) 2016. These alarms are indicative of a physical disconnection of the driveline from the controller which aligns with the reported event details "controller dropped on the floor and the driveline disconnected from the controller". On-site inspection of the driveline cable and controller did not reveal any issue that may have compromised the integrity or functionality of the driveline cable/controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarms observed in the log files may be attributed to physical disconnection of the driveline from the controller as a result of the reported dropping of the controller. Additional devices for this complaint: controller/(B)(4) - exp date-06/30/2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.